Manufacturer narrative:
The pump was received with a scratched case, a pillowing keypad overlay, a scratched keypad overlay, a missing retainer ring and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an off no power battery alarm and battery out limit from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she changed her battery out 5 times and received battery out limit. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that the battery was not previously used. The customer stated that the pump was not dropped or bumped. The customer stated that there were no unattended alarms. The customer was advised to monitor the pump and insert new battery. The customer will be sent a replacement pump. The customer will return the pump for analysis.